Manufacturer narrative:
It is possible that the 20mm length difference might occurred due to too much rasping. The surgeon have enough experience with this stem. Surgical technique states "clear residual cement from the femoral neck. Apply the cement restrictor and cement restrictor plate if needed. Maintain pressurization and stem position until the cement hardens. Once the cement has hardened, the femoral head provisional may be used during a trial reduction to assess the leg length, range of motion, stability, abductor tension, and to confirm final femoral head size." Based on the info provided, the most likely cause of subsidence of the stem is from the bone cement not being fully cured at the time of hip reduction. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the stem sank during the reduction. The stem was implanted.